Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter zip is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error code 61 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 19mar2025, there was no patient involvement. Per follow up information updated from wo on 19mar2025, confirmed the error related to the faulty processer circuit board. After replaced the process circuit board, the issue fixed. Unit failed the function verification test. Per sample evaluation results on 30may2025, the chiller was a bit struggling to cooling down. Unit failed the function verification test.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. The chiller was a bit struggling to cooling down. Unit failed the function verification test. Performed another verification test, and it fairly passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The complete initial reporter zip is (B)(6). Corrections: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error code 61 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 19mar2025, there was no patient involvement. Per follow up information updated from wo on 19mar2025, confirmed the error related to the faulty processer circuit board. After replaced the process circuit board, the issue fixed. Unit failed the function verification test. Per sample evaluation results on 30may2025, the chiller was a bit struggling to cooling down. Unit failed the function verification test.